Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.

Event description:
Consumer reported upon removal of a tampon, the string separated from the pledget. Upon manual removal of the pledget from her vaginal cavity, it fell apart into pieces. She was able to manually remove the pieces. She did not seek medical attention or report any adverse health effects.